Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called and reported that at the end of the previous night's treatment, before she had removed the cassette, she noticed fluid leaking from the liberty cycler door and all over the floor. Once the cassette was removed, the contact stated fluid came from the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It is unknown if the patient encountered any alarms when the leak was observed. Follow up with the peritoneal dialysis patient indicated that the patient did not have or experience any complications as a result of the fluid leak. There was no medical intervention. There was no missed treatments. The liberty cycler was replaced.

Manufacturer narrative:
The alleged event of fluid leak during treatment is not confirmed. The reported symptom hb make sure hb is on ht tray and unclamped was confirmed. Encountered heater bag not detected. During setup, ¿heater bag not detected¿ alarm occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times. The treatment was then canceled. Since the ¿heater bag not detected¿ relates to make sure hb is on ht; therefore the complaint hb make sure hb is on ht tray and unclamped was confirmed. No fluid leaks in the test cassette during the test treatment. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. Test positive for glucose.

Event description:
"."